Manufacturer narrative:
Follow-up #1 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation. A crack was observed on the battery compartment and there was evidence of moisture contamination inside of the battery compartment. The pump failed a leak test due to the battery compartment crack. The pump cover was removed and evidence of moisture contamination was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy. There was moisture in battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.